Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿bacteria entering the abdomen¿, however, it was not specified how this occurred. On an unreported date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies, and routes were not reported). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. On an unspecified date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.